Manufacturer narrative:
Visual inspection found no anomalies and review of the battery's system management (smbus) data did not show any recorded permanent faults. The battery also passed all sections of functional testing. In an attempt to reproduce the customer-reported issue, the battery was inserted into a known functioning freedom driver with another known functioning freedom onboard battery in the other battery well. The driver operated as intended without an alarm. The freedom driver in use at the time of the reported issue was not returned with the battery and therefore could not be included in this investigation. The customer reported issue could not be confirmed nor reproduced. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because patients are provided with several onboard batteries, and the freedom driver has a redundant power source of external wall power. The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited an alarm when the freedom onboard battery was inserted.